Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a configuration issue. A technical support specialist applied ka 000011508 confirmed that station successfully connected and use it as a time server. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis anesthesia es system time was not accurate. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.